Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum and the patient had the valve implanted at a final depth of 3 mm non-coronary cusp and 2mm left coronary cusp. It also indicated that the patient went into block after pre-bav (pre-balloon aortic valvuloplasty) then the valve was implanted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was implanted into the patient with normal sinus rhythm using a large flexnav delivery system. During pre balloon aortic valvuloplasty the patient experienced a heart block. After the valve was implanted the block remained. On (B)(6) 2023, the patient had a permanent pacemaker implanted. It is believed that the implant caused the heart block. The patient is reported to be discharged.